Manufacturer narrative:
Examination of the returned complaint device revealed that only the insulated cannula was returned, it was bent and the distal section of the insulated coating is damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24aug2017, it was reported that an error occurred. The patient was undergoing a radiofrequency ablation (rfa) of a tumor in the bone head of the femur. A soloist¿ needle and a coaccess¿ introducer set were used with an rf 3000 generator. When connecting the needle, the system displayed an error. The procedure was not completed. No patient complications were reported. However, device analysis revealed that the insulated coating of the coaccess¿ was damaged.